Event description:
It was reported that the pump battery was bad and it quit; it had to be replaced. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j12040r04, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) later reported that there was a rotor stall malfunction of the pump that occurred on (B)(6) 2010 at 11:30 pm per the log and office note. The medications infused prior to the rotor stall were sufenta, clonidine, and bupivacaine. The patient's symptoms included diaphoresis, nausea, severe cramps, increased pain, and blown pupils, all of which were suggestive of narcotic withdrawal. Troubleshooting was performed and indicated it was a "hard stall". The patient was taken to surgery for replacement that day. A motor stall was found in the logs and occurred on (B)(6) 2010. No recovery was noted.

Manufacturer narrative:
(B)(4).